Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-1639. It was reported the pt experienced a burn after charging her ipg. The pt was admitted to the hospital on (B)(6) 2012 for an unrelated issue. The physician determined a second degree burn had been sustained at her right posterior hip, at the ipg site. The pt was treated with surgical honey covered with a dressing. The pt was discharged on (B)(6) 2012 and has been receiving care from a home health nurse. Follow up info identified the wound is not healing well. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.